Event description:
Rptr states that he used the referenced devices on his patient. He states that he took one of the devices apart and the filter inside the unit has a vinegary order and an oily feel. He states that he called the distributor and was told that what he noticed was the calcium chloride drying material put on the filter. Mr. C. States that he contacted another firm that sell the devices and was told that they were unaware of anything added to the filter. He states that he then contacted the ge medical, atlanta and was told that they would look into his concern and call him back. He states that the ge has not yet returned his call.